Event description:
Same case as MDR ID# 2134265-2012-02246 it was reported that during a percutaneous coronary intervention procedure, a stent delivery system balloon catheter froze on a guide wire. Vascular access was obtained via the right femoral artery. The target lesion was located in the proximal left anterior descending artery (lad). A left heart catheterization was performed using a jl4, jr4, and pig tail catheter. A renal artery angiogram was preformed with a jr4 catheter. Next, the physician proceeded to a pci of the proximal lad. A cls3.5 guide catheter was used and a 182 cm luge guide wire was advanced down the lad. A 2.75 x 32 ion stent delivery system (sds) was inserted and positioned, and the stent was deployed at 12 atms. When the sds balloon was pulled back it stuck on the wire and could not get off. The physician had to pull everything out of the patient. The vessel was rewired with a luge guide wire and a 3.0 x 12 non compliant apex balloon catheter was placed distally into the stent and inflated to 12 atms two times, and in the mid portion to 14atms and in the proximal to 19 atms with excellent results and no residual stenosis. No further actions were performed. The stent remained well positioned and well apposed. The procedure was completed with this device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).